Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update: litigation papers received (B)(4) 2014. Litigation alleges difficulty ambulating. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on (B)(4) 2014. Update rec'd (B)(4) 2014 - pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated there was an abundant amount of corrosion under the head on the trunnion. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search on the added stem provided product and lot combination did not reveal any additional complaints. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions, metallosis and metal wear.